Event description:
N/a.

Manufacturer narrative:
Unique device identification (UDI): (B)(4). The hakim valve was not returned for evaluation and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. Device history record - conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; biological debris was noted in the valve mechanism. The valve was hydrated. The valve was tested for programming, the valve failed the test, the cam mechanism did not move during the programming process. The silicone was cut just after the valve casing. It was noted that the x ray dot was dislodged and sitting under the cam mechanism. Biological debris was noted on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. Corrosion was noted on the stator and the x-ray dot. The cam magnets were controlled, magnets failed. The root cause for the programming issue reported by the customer was partly due to biological debris found on the spring, on the ruby ball, on the seat of the ruby ball, on the cam mechanism and on the base plate. The root causes for the dislodged stator and x ray dot could be due to the corrosion. The root cause of the corrosion could not be clearly determined. The root cause for the abnormal polarization was probably caused by an exposition of a too strong magnetic field, as noted in the IFU, ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a MRI procedure.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported an unanticipated shunt valve programming change on (B)(6) 2020. A ventricular peritoneal shunt with a codman programmable valve, cylindrical with prechamber, unitized distal catheter, was implanted into a patient due to a subarachnoid hemorrhage in 2011 and the valve was set at 90 mmh20. In 2019 the setting was confirmed to be at 90 mm h20. On (B)(6) 2020, the setting was confirmed by MRI to be at 30 mm h20. The provider was not able to adjust the setting when attempted. The provider was unsuccessful using a neodymium magnet on (B)(6) 2020 to attempt to change the setting. The patient went back to the operating room for a shunt revision surgery on (B)(6) 2020 to replace the valve with a new valve.